Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Final analysis found normal device characteristics. No anomalies were detected. A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the pacemaker was exhibiting pre-mature battery depletion. The pacemaker was explanted, and new pacemaker was implanted. The patient was in stable condition.